Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a srm is not locking the fridge. The customer reported that issue occurred when dispensing medications to the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the adhesive on the smart remote manager was coming loose in the upper area. The field service engineer scraped off the old adhesive and reapplied new adhesive to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).